Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 3ml ll 200 s/c had leakage at the luer connection. The following information was provided by the initial reporter: material#: 309657. Batch#: 0290031. Verbatim: rcc received a complaint via email. Incident or problem information (B)(4) reference number (ID): 7034. Date of incident: (B)(6) 2025. Site name/location: (B)(4). Level of harm: no apparent harm - reached the patient/person -- inconvenient (B)(4) optional report to (B)(4) (health canada): incident details: client used 3 ml bd luer-lok syringe and bd precision glide needle tip to self-inject medication. While self-injecting, client noted that medication was leaking into luer lok hub. Writer noted that needle tip was correctly attached and secure. Assisted client in changing needle tip. Unknown small amount of medication wasted in luer-lok. Device information device name/description: syringe luer lock tip 3ml. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 309657. Serial or lot number: (B)(6). Device expiry date: 2025-10-31. Supplier: (B)(4). Supplier catalogue number: (B)(4). Was the device retained? No. Investigation request: expected type of investigation: lot review.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.